Event description:
A customer contacted beckman coulter regarding an erroneously elevated troponin (accu tnl) result that was generated by the synchron lx i725 instrument. A patient sample was tested for accu tnl and a result of 15.70ng/ml was obtained. The result was not reported out of the lab. The original sample was re-tested for accu tnl and the result was 0.04ng/ml. The customer then re-tested the original sample for accu tnl once more and obtained a result of 0.03ng/ml. The result was reported out of the lab. The customer did not receive any report of patient injury, requiring medical intervention or change to patient treatment that can be attributed to or connected with this event.

Manufacturer narrative:
Qc was within specifications prior to and after the event. System check performed on 07/19/06 passed. The sample was collected in 13x75 serum separator tube and centrifuged at 3,500 rpm for 6-7 minutes at ambient temperature. The customer indicated that the sample was clear and no fibrin was seen. Service information is not available. A clear root cause has not been determined in this event. A malfunction will be assumed for the purpose of this report.